Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to loose drive support disk.

Event description:
It was reported by the customer's father that the insulin pump received a motor error alarm during a basal delivery. Customer's blood glucose reading is 212 mg/dl. The drive support cap is flush. The displacement test passed. Self test failed. Advised caller that the insulin pump requires replacement. Nothing further reported.